Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device indicates hitting marks on the surface at proximal end. The thread at distal end of the device was completely damaged. The damage on the surface indicates towards application of high forces on the device. The device history record could not be reviewed because lot number was illegible. A review of the labeling did not indicate any abnormalities. Based on the above investigation and provided information, the root cause was attributed to a user related issue. The breakage occurred due to application of high forces intra-operatively. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that on (B)(6) 2020 an explantation was performed on a patient who underwent osteosynthesis with 3 aznis 6.5mm. The surgeon attempted to remove the screw with a special screwdriver, but the screwdriver wouldn't turn because the patient's bone quality was good. Two screws were removed, but one could not be removed and remained in the body. The surgeon attempted to remove the screw with another instrument; however it could not be removed. 10/26/2021 - additional information received: removal of implants, planned procedure because of bone healing. During the removal procedure, two screws could be retrieved, one screw was left in patient body. Patient's bone were too hard. The screw is broken but the information is not available if the broken part remained in patient's body.